Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the issue. Fse identified the valve to the sample probe had been stuck open and was causing the leak. Fse replaced the sample probe valve. Engineer primed the instrument and confirmed no further leaking had occurred. There have been no further issues reported. (B)(4).

Event description:
The customer reported to beckman coulter hotline that their au5400 clinical chemistry analyzer was leaking from the sample probe on unit 1. The customer stated that they found the sample probe dripping over the wash well after a sample probe detergent empty alarm. There was no death or serious injury related to the leak. There was no report of erroneous results. The customer chose to not review the generated results from unit 1. All samples and testing were moved to an alternate analyzer and results reported from that analyzer. The customer ceased use of the instrument until service had arrived. The customer was wearing the appropriate personal protective equipment. There is potential for erroneous results to have been generated due to a dripping sample probe.